Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative regarding a patient with an implanted neurostimulator (ins). It was reported that the patient had to undergo radiation treatment in the same location as their ins. The ins was at the elective replacement indicator and the hcp wanted analysis performed to determine if the radiation affected the ins. The ins was scheduled to be returned after replacement in several days. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Nni.

Manufacturer narrative:
Analysis of the ins (B)(4) found no significant anomaly. The battery was at normal end of life with. (B)(4). Product analysis #702151777:analysis information -- 2017-11-16 14:52:32 cst pli# 10 product ID# 37601 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis determined that the implantable neurostimulator (ins) output and telemetry were acceptable; however, the battery is near normal battery depletion. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. The information obtained from the ins upon receipt indicated the device had reached eos (end of service). If information is provided in the future, a supplemental report will be issued.